Event description:
During device preparation, the right ventricular (rv) helix was found bent and the helix was already extended. The event was resolved by replacing the rv lead. The patient was stable.

Manufacturer narrative:
The reported event of bent helix was confirmed. As received, a complete lead was returned in one piece with helix found bent / stretched and clogged with blood/tissue. Visual and x-ray examinations of the lead found the helix was bent / stretched consistent with procedural damage. The cause of the reported event was due to the helix being bent / stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.